Event description:
It was reported that at the patient's six month visit post implant, the left ventricular lead was found to have elevated threshold.the lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).